Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight for the patient in question. There is no indication that the access accutni+3 reagent was returned for evaluation. A bec field service engineer (fse) was dispatched to assess the instrument's performance. No hardware errors, flags or other assay issues were reported in conjunction with this event. Although hardware parts were replaced by both the customer and by the fse to optimize the instrument's performance, the engineer on site did not identify any parts or systems that would have caused or contributed to the non-reproducible elevated access accutni+3 results. In conclusion, the cause of the non-reproducible elevated access accutni+3 result cannot be determined with the information supplied. All associated reports: 2122870-2016-00547, 2122870-2016-00548. (B)(4).

Event description:
The customer reported obtaining a falsely elevated troponin I (access accutni+3) results for two (2) patients on their access 2 immunoassay system serial number (B)(4). The customer retested the sample the following day on an alternative access 2 immunoassay system (serial number (B)(4)) and a lower access accutni+3 result was generated. The customer stated that this patient had undergone heart catheterization due to the falsely elevated access accutni+3 result which was reported out by the lab. There was no report of any adverse effect to the patient as a consequence of the heart catheterization. MDR 2122870-2016-00548 addresses the results obtained for the patient designated as patient 2. Calibration, quality controls (qc) and system check were performing within assay and instrument specifications at the time of this event. The patient sample was collected in a lithium heparin separator tube. Sample processing information such as centrifugation speed and time was not provided. No sample integrity issue was reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.